Event description:
It was reported that four days following a c-seciton, the patient returned to the operating room for wound dehiscence. The suture closre was running a technique tied in a loop/strand fashion.